Event description:
Reporter alleged the lance device needle will not retract fully back into the device after use. No information was provided on whether any actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.